Event description:
The customer contacted baxter's technical service center (tsc) because the caregiver (cg) found some kind of foreign matter in the cassette tubing when it was removed from packaging. The cg would use a different cassette for setup. The cg would save cassette and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(6) 2011 regarding cassette with particulate matter. The cg stated that she found the black spot on the tubing of the cassette. The cg was unsure if the spot was on the outside or inside of the cassette. The cg did not use cassette on the home patient and still has it for evaluation. The cg said the home patient continued therapy with new supplies. The cg stated that the hp was doing fine and continuing therapy without issues. The lot number was provided in the original report. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The complaint was confirmed, the root cause was relatd to manufacturing issue - extrusion defect. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.